Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this pacemaker was consuming high power consumption that affects the device longevity. An engineering analysis was performed in which result showed that the power consumption of this device was increasing steadily for over a year and was expected to continue in increasing. Furthermore, this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was consuming high power consumption that affects the device longevity. An engineering analysis was performed in which result showed that the power consumption of this device was increasing steadily for over a year and was expected to continue in increasing. Furthermore, this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was consuming high power consumption that affects the device longevity. An engineerig analysis was performed in which result showed that the power consumption of this device was increasing steadily for over a year and was expected to continue in increasing. Furthermore, this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.